Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the customer alleged that the pump charged slower than normal. Tandem clinical diabetes specialist met with the customer and determined that the battery was behaving normally, however the customer continued to assert that the battery was depleting too fast. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy, and did not contact tandem technical support regarding the alleged issues.